Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the patients receiver is showing the initializing screen without a manual restart on (B)(6) 2015. Patient reported the receiver screen displayed system check error. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of the receiver displaying the initializing screen without a manual restart. A root cause could not be determined.